Event description:
During the procedure, the light on the front of the amplifier was blinking green and the case was cancelled. The amplifier was restarted, the lc/lc fiber optic cable was exchanged, the equipment was restarted in the proper sequence, the connections on the amplifier other than the fiber optic cable was unplugged and then the equipment was restarted again. However, the amplifier kept blinking green and the case was cancelled with no patient consequences.

Manufacturer narrative:
Additional information: d4, g3, h1, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. The amplifier was connected to an ensitex display workstation and would not communicate, but did achieve a blinking green status (passed power-on-self-test (post). For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the post and then successfully communicated with the test stations tracker software successfully. The service tool was then installed, upon power up the putty program could not communicate with the amplifier and error pop-up message appeared ¿serial host key is invalid¿. Internal inspection revealed that the cmos (complementary metal-oxide-semiconductor) battery was low. With the battery below the memory retention threshold, the date within the amplifier would not be current. This was the main cause of the communication symptom with the dws as the dws software compares the dates to communicate. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cmos battery that resides within the som board.